Event description:
It was reported that a patient implanted with sternal reconstruction plate on unknown date in 2009 may need revision surgery. Patient is being referred by another physician to the surgeon because the plate may be corroding. No further information is available at this time. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. : without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date was reported as unknown day in 2009. Placeholder.

Event description:
Patient has history of coronary artery bypass graft x 3 on (B)(6) 2009. Recovery was complicated by sternal wound infection with sternal wound debridement and wire removal on (B)(6) 2009. Patient had repeat sternal wound debridement and sternal plating on (B)(6) 2009. On (B)(6) 2013, patient returned to surgeon to have a screw removed from an opened sternal wound that has localized osteomyelitis. Surgical removal took place in surgeon's office on (B)(6) 2013. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis.additional information.morbid obesity, depression, spinal stenosis, chronic osteomyelitis of sternum, pulmonary embolism.this report is on an unknown plate, part and lot numbers are unknown.without a part number the 510k number cannot be provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Placeholder.